Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw attachment device(x1), quick coupling attachment device(x2), and chuck device(x1). Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device did not work was not confirmed. However, during evaluation, it was determined that the device had a sticky trigger and moving parts did not move smoothly-trigger. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a sticky trigger and moving parts did not move smoothly-trigger. It was further determined that the device had a worn motor. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that during pre-surgery the device did not work when in use with a saw attachment device, chuck device and quick coupling attachment devices. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.